Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The lead was explanted and replaced due to an upgrade. The full lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.